Event description:
Boston scientific received information that the patient implanted with this device system was presented with having a syncopal episode. Upon interrogation of the device, no episodes correlated to the syncopal episode. Farfield oversensing on the right atrial (ra) channel were observed, along with inappropriate mode switching. Technical services was consulted and recommendation programming considerations. The device was programmed to minimize the farfield events and the patient returned home. It was reported that there was no conclusive evidence that oversensing was the cause of the syncopal episode.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.